Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 13. Details of surgery: sinus perforation, sinus augmentation and immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling, bleeding, fistula and inflammation. No further patient complications were reported.